Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 70% stenosed target lesion was located within and distal to a previously placed unknown stent in the celiac artery. Pre-dilation was performed with an unspecified balloon. It was the physician's intention to deploy the 7.0x19mm express sd renal/biliary stent overlapping the previously implanted stent distally. The physician had advanced the express distal to the intended location and while pulling back to reposition, the express stent dislodged from the delivery system; however, it remained on the guide wire. It was noted that the express stent had possibly caught on the distal edge of the previously implanted stent. A snaring device was inserted and they were able to bring the stent back to the iliac artery, but were unable to get it into the sheath. The stent was trapped against the vessel wall of the iliac artery with a non bsc covered stent. The procedure was ended at this point and treatment of the original target lesion will be rescheduled. There were no additional patient complications reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 70% stenosed target lesion was located within and distal to a previously placed unknown stent in the celiac artery. Pre-dilation was performed with an unspecified balloon. It was the physician¿s intention to deploy the 7.0x19mm express sd renal/biliary stent overlapping the previously implanted stent distally. The physician had advanced the express distal to the intended location and while pulling back to reposition, the express stent dislodged from the delivery system; however, it remained on the guide wire. It was noted that the express stent had possibly caught on the distal edge of the previously implanted stent. A snaring device was inserted and they were able to bring the stent back to the iliac artery, but were unable to get it into the sheath. The stent was trapped against the vessel wall of the iliac artery with a non bsc covered stent. The procedure was ended at this point and treatment of the original target lesion will be rescheduled. There were no additional patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed only the stent delivery system was received. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon, centered between the markerbands, indicating the stent was appropriately positioned and secured during manufacturing. The tip was flared and stretched. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).